Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 336 mg/dl. The customer stated that the insulin pump alarmed. The customer was treating her diabetes with a backup plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to the motor support disc being loose. The basic occlusion, occlusion, and excessive no delivery tests could not be performed due to the alarms. However, the insulin pump passed the displacement test.